Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, decreased sensing, increased capture threshold was observed on the right ventricular (rv) lead. Non-sustained oversensing was also noted due to a loss of capture. Diagnostic imaging was performed and revealed rv lead dislodgement. The device was reprogrammed to resolve the issue until the rv lead can be repositioned. The patient was in stable condition.

Event description:
Additional information received indicated the right ventricular (rv) lead was explanted and replaced to resolve the issue. The patient was in stable condition.